Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump was exposed to moisture. The product will be returned.